Event description:
It was reported that when using the bd pyxis¿ es server most items in the kits showed no access and could not be pulled despite being stocked and having correct med ids. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the item could not be pulled. A technical support specialist (tss) called the user and dialed in to the station, csc, and server. The user demonstrated the issue. Upon checking, the grayed-out medications showed the error not available and no access. The tss selected several medication ids and enabled and disabled them on the station, then cross-checked the settings on the server. It was determined that for the medications that were disabled, the override groups were not selected for the station in csc. The tss guided the user to identify the differences on the server and to update the configuration by checking the appropriate box. The user then selected the kits group, after which all medications became available. The issue was resolved, and the user granted permission to close the case. The system functioned after the technical support specialist troubleshoot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es most items in the kits showed no access and could not be pulled despite being stocked and having correct med ids. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.